Event description:
Clinician reports; infection in a site where membragel was used, there was an implant placed, not yet determined whether the issue relates to membragel, membragel was the only change in treatment protocol.